Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. Additional information was received indicating that the lead was broken and will be returned for analysis. Additional information was received indicating that the lead was returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. Additional information was received indicating that the lead was broken and will be returned for analysis. Additional information was received indicating that the lead was returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was returned severed at approx. 564 millimeters from the terminal end. Only the proximal segment was returned. Induced damage during explant. Coils and insulation cut with tool. The infection as reported patient code cannot be confirmed by product analysis but was assigned cause, known inherent risk of device, based on the field report. The damaged or defective allegation was confirmed by returned product analysis based on visual observation of lead is severed/outer and inner coils cut with a tool. Induced damage during explant. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Based on the results of the investigation, no escalation is required.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. Additional information was received indicating that the lead was broken and will be returned for analysis.